Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned 2 broken pieces of a loose clip from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was not returned. The broken pieces of the loose clip were visually examined with and without magnification. Visual examination revealed that the clip was broken at the hinge. The sample appears used as there is biological material present on the broken pieces. The observed damage is consistent with improper loading of the clips, use of damaged appliers or hyperextension of the clips. The appliers were not returned. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken at ligation" was confirmed based upon the sample received. Two broken pieces of a loose clip was returned. The clip cartridge was not returned. The observed damage to the clip is consistent with improper loading of the clip, use of damaged appliers or hyperextension of the clip. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that one or some clips got broken during ligation of the patient's vessel. No clips fell in the patient.

Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one or some clips got broken during ligation of the patient's vessel. No clips fell in the patient.